Manufacturer narrative:
(B)(4). Date received by manufacturer inadvertently filed as 03/01/2017; however, the correct date is 3/29/2017.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position (guide wire) and difficult to remove (guide wire) could not be tested due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior coronary artery that was mildly calcified. While advancing the mini vision rx 2.25 x 12 mm stent delivery system (sds) over the guide wire outside the body it got stuck on the wire. When pulling the sds back, the stent came off the wire but the balloon remained on the wire. The device was replaced with another mini vision rx to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent, to the previously filed medwatch report, additional information was received which identified the guide wire noted in the initial case details as a whisper guide wire.